Event description:
Caller alleged discrepant results using the inratio2 meter. Pt self tester reports that he has had 3 aneurysms and has been having bad headaches lately. Pt has also noticed some bruising; stating that he bruises easily. Pt states that meter looks broken; the face plate has popped off.

Manufacturer narrative:
Investigation pending.